Event description:
Pt was hospitalized as she received an unintentional dose of 30 units.

Manufacturer narrative:
As per pt unit was alarming and she did not read the screen but hit the bolus button and placed the pump in her pocket. The unit continued to alarm and when she read the screen she realized she had primed the tubing while she was connected.